Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend (vse) instrument jaws opened uninitiated and did not have enough grip to hold the tissue. The issue occurred after using the vse instrument a few times. The procedure was completed and there was no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The jaws stayed open and did not close. The movements of the surgeon scaled appropriately to the instrument. The instrument moved in the intended direction. The timing of the instrument movement was appropriate. There was no shakiness or instrument to instrument or arm-to-arm interference. There were no external collisions. The issue was not persistent. Another vessel sealer instrument was used to resolve the issue. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm instrument for failure analysis investigation. The instrument was analyzed and was found to have one grip cable broken at the proximal end in the housing. As a result, the cable became loose at the distal end. The grip cable was broken near the clamping pulley inside of the housing. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable.